Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4): initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and high battery impedance resulted in elective replacement indicator (eri). Battery depletion was indicated (eri) and it was caused by high battery impedance noted on (B)(6) 2012, prior to explant. Subsequently, the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary : (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the implantable pulse generator (ipg) device entered elective replacement indicator (eri) due to increased battery impedance. Therefore the ipg device was removed and replaced with a new device. No patient complications have been reported as a result of this event.